Manufacturer narrative:
S/w version 4.10d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery compartment found on april 27, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, pillowing overlay, overlay texture damage, cracked overlay, damaged display cover, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, cracked retainer and cracked lcd window. Customer has returned pump due to a crack in the battery compartment. Cracked battery tube, cracked battery tube threads and cracked corner of belt clip rails confirmed during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked at the back of her pump's battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.